Event description:
It was reported that the lead showed high impedance, a possible fracture, and there was oversensing/noise seen on the stored electro cardiogram (egm). There was also the report of perforation and the physician needed to open the patient's chest as a result of explanting the lead. The lead will not be returned, as the customer discarded the lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).